Manufacturer narrative:
The customer reported that the unit fails to recognize the battery. A philips field service engineer went to the customer site and replaced the battery and the battery pca. Both parts were returned to philips evaluation. The battery was inserted into a similar mrx defibrillator and the failure was recreated. Replacement of the battery resolved the failure.

Event description:
The customer reported that the unit fails to recognize the battery.